Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. No UDI information is available; the customer did not provide the device's serial number. H3 other text: the device could not be evaluated because the serial number of the affected device was not provided by the user. Without device identification, the manufacturer was unable to locate or inspect the specific mattress involved in the event.

Event description:
Arjo was informed about an event related to the nimbus professional mattress. According to the customer, the mattress was abnormally inflated, and the patient was leaning to the side of the bed. No injury was reported.